Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2860 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. B94874) for female sterilisation. The patient had a medical history of paratubal cyst, cervicitis, abdominal pain, parity 4, multi gravida, heavy menstrual bleeding, dysmenorrhea and pelvic pain. Previously administered products included: valium. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2861 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Discrepancy noted: insertion date: as per argus (B)(6) 2014 and as per mr (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: mild chronic cystic cervicitis. Benign secretory phase endometrium. Bilateral attached fallopian tubes with essure coils, without significant histopathology observed. A 0.3 benign paratubal cyst is seen attached to the left fallopian tube. Gross pathology: upon removing the fallopian tubes reveals a metallic coiled wire. Specimen is labeled: uterus, cervix, bilateral fallopian tubes [ultrasound scan] (date unknown): showed the essure coils were ex tending into the uterus on the left side. Uterus-9 x4 .5 x5 cm, endometrial stripe 7.2 mm, normal ovaries. She has regular monthly periods, last 5-7 days, uses tampons and changes super plus every 4-5 hours, she has made messes before and she has had to leave work for this as well. She has severe monthly dysmenorrhea the first two days of her period. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2860 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. B94874) for female sterilisation. The patient had a medical history of paratubal cyst, cervicitis, abdominal pain, parity 4, multi gravida, heavy menstrual bleeding, dysmenorrhea and pelvic pain. Previously administered products included: valium. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2861 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no discrepancy noted: insertion date. As per argus (B)(6) 2014 as per mr (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: mild chronic cystic cervicitis. B) benign secretory phase endometrium. C) bilateral attached fallopian tubes with essure coils, without significant histopathology observed. D) a 0.3 benign paratubal cyst is seen attached to the left fallopian tube. Gross pathology: upon removing the fallopian tubes reveals a metallic coiled wire. Specimen is labeled: uterus, cervix, bilateral fallopian tubes [ultrasound scan] (date unknown): showed the essure coils were ex tending into the uterus on the left side. Uterus-9 x4 .5 x5 cm, endometrial stripe 7.2 mm, normal ovaries. She has regular monthly periods, last 5-7 days, uses tampons and changes super plus every 4-5 hours, she has made messes before and she has had to leave work for this as well. She has severe monthly dysmenorrhea the first two days of her period. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Post-procedure period been: marked by- increasingly -severe -. Pain and discomfort [pelvic pain female], post-procedure period been: marked by- increasingly -severe -. Pain and discomfort [medical device discomfort], heavy menstrual bleeding [heavy menstrual bleeding], abdominal bloating [abdominal bloating] , chronic back pain [chronic back pain] , abdominal pain [abdominal pain] , pain during intercourse [painful intercourse], excessive dental problems [tooth disorder], excessive weight gain [abnormal weight gain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("post-procedure period been: marked by- increasingly -severe -.pain and discomfort") in an adult female patient who had essure inserted (lot no. B94874) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of paratubal cyst, cervicitis, abdominal pain, parity 4, multi gravida, heavy menstrual bleeding, dysmenorrhea and pelvic pain. Previously administered products included: valium. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), medical device discomfort ("post-procedure period been: marked by- increasingly -severe -.pain and discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental problems") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2022. Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, heavy menstrual bleeding, medical device discomfort, pelvic pain and tooth disorder to be related to essure administration. The reporter commented: more than one essure related surgery: no discrepancy noted: insertion date as per (B)(6) 2014 as per mr (B)(6) 2014. Plaintiff never experienced any of the these condition prior to undergoing the ensure procedure. Plaintiff subsequently sought treatment for her symptoms at hospital but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: mild chronic cystic cervicitis. B) benign secretory phase endometrium. C) bilateral attached fallopian tubes with essure coils, without significant histopathology observed. D) a 0.3 benign paratubal cyst is seen attached to the left fallopian tube. Gross pathology: upon removing the fallopian tubes reveals a metallic coiled wire. Specimen is labeled: uterus, cervix, bilateral fallopian tubes; (date unknown): was advised that her coils were. Properly placed [ultrasound scan] (date unknown): showed the essure coils were ex tending into the uterus on the left side. Uterus-9 x4 .5 x5 cm, endometrial stripe 7.2 mm, normal ovaries. She has regular monthly periods, last 5-7 days, uses tampons and changes super plus every 4-5 hours, she has made messes before and she has had to leave work for this as well. She has severe monthly dysmenorrhea the first two days of her period. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-mar-2025: summons received. Event medical device removal is replaced with pelvic pain female. New events medical device discomfort, heavy menstrual bleeding, abdominal bloating, chronic back pain, abdominal pain, pain during intercourse excessive dental problems & excessive weight gain added. Lab data added. Reporter causality comment updated. New reporter (lawyer) added. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Post-procedure period been: marked by- increasingly -severe -. Pain and discomfort [pelvic pain female] pelvic inflammatory disease [pelvic inflammatory disease] post-procedure period been: marked by- increasingly -severe -. Pain and discomfort [medical device discomfort] heavy menstrual bleeding [heavy menstrual bleeding] abdominal bloating [abdominal bloating] chronic back pain [chronic back pain] abdominal pain [abdominal pain] pain during intercourse [painful intercourse] excessive dental problems [tooth disorder] excessive weight gain [abnormal weight gain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("post-procedure period been: marked by- increasingly -severe -.pain and discomfort") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure inserted (lot no. B94874) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of spotting vaginal, vomiting, nausea, dyspareunia, gallbladder removal, oral surgery, attention deficit/hyperactivity disorder, post-traumatic stress disorder, hypertension, ovarian cyst, smoker, paratubal cyst, cervicitis, abdominal pain, parity 4, multi gravida, heavy menstrual bleeding, dysmenorrhea and pelvic pain. Previously administered products included: valium. The patient had a family history of breast cancer, cervical cancer and human papillomavirus infection. Concurrent conditions were listed as tobacco user, rash, lumpy breasts and lower abdominal pain. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically important), medical device discomfort ("post-procedure period been: marked by- increasingly -severe -.pain and discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental problems") and abnormal weight gain ("excessive weight gain"). The patient was treated with hydrocodone (hydrocodone bitartrate) and ibuprofen (ibuprofen sodium) as well as surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain, medical device discomfort, heavy menstrual bleeding, abdominal distension, back pain, abdominal pain, dyspareunia, tooth disorder and abnormal weight gain were unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, heavy menstrual bleeding, medical device discomfort, pelvic inflammatory disease, pelvic pain and tooth disorder to be related to essure administration. The reporter commented: more than one essure related surgery: no. Discrepancy noted: insertion date. As per argus (B)(6) 2014. As per mr (B)(6) 2014. Plaintiff never experienced any of the these condition prior to undergoing the ensure procedure. Plaintiff subsequently sought treatment for her symptoms at hospital but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: mild chronic cystic cervicitis. B) benign secretory phase endometrium. C) bilateral attached fallopian tubes with essure coils, without significant histopathology observed. D) a 0.3 benign paratubal cyst is seen attached to the left fallopian tube. Gross pathology: upon removing the fallopian tubes reveals a metallic coiled wire. Specimen is labeled: uterus, cervix, bilateral fallopian tubes; on (B)(6) 2022: diagnosis: a. Uterus, endocervix, curettings - benign endocervix - no dysplasia identified. B. Uterine cervix, biopsy - acute and chronic cervicitis - transformation zone present - no dysplasia identified. Clinical information: ascus. Specimen source: endocervix, cervix; (date unknown): was advised that her coils were. Properly placed [ultrasound scan] (date unknown): showed the essure coils were extending into the uterus on the left side. Uterus-9 x4 .5 x5 cm, endometrial stripe 7.2 mm, normal ovaries. She has regular monthly periods, last 5-7 days, uses tampons and changes super plus every 4-5 hours, she has made messes before and she has had to leave work for this as well. She has severe monthly dysmenorrhea the first two days of her period. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jun-2025: medical record received. New event pelvic inflammatory disease added. Treatment drug added. Lab data added. Additional reporter added. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.